Event description:
It was reported that the bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter, translated from spanish to english: "the 30g x 13mm needles (990193) were clogged." "Was the reported incident noticed during or after use? Before, when you open it, it is already clogged (it does not allow or remove the air from the plunger)".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-20 . H6: investigation summary it was reported the needles were clogged. To aid in the investigation, twelve samples and two photos were provided for evaluation by our quality team. The samples came in opened packaging blisters that were not opened properly. They should be opened by pulling the bottom web while holding the top web. Instead, the needle hub was pushed through the top web which could induced foreign matter to the inner part of the needle hub. The samples were visually inspected and no defects or imperfections were observed. Each sample was then functionally tested by connecting them to a syringe with saline solution. The solution was not possible to expel; the needles are clogged. In the two photos provided, one photo shows two sealed packaging blisters that show the lot number and the other photo shows a shelf box where the lot number is visible. The needle clogged defect could be possible from passing the needle through the stopper vial and/or by opening the packaging blister incorrectly clogging the needles with the stopper/top web material. A device history record review was completed for provided material number 990193, lot number 9112785. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process including a vision system that inspects 100% all the products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter, translated from spanish to english: "the 30g x 13mm needles (990193) were clogged." "Was the reported incident noticed during or after use? Before, when you open it, it is already clogged (it does not allow or remove the air from the plunger)."